Event description:
Pre-term infant was delivered with nicu team at bedside. Infant immediately resuscitated. Intubation difficult given baby's size requiring multiple attemtps. CPR initiated. Achieved intubation with 2.5 endotracheal tube(ett) with appropriately sized shore medical stylette. Once the ett was placed the stylette was unable to be advanced out of the ett, and the blue coating over the wire began to shear off in the ett tube. After multiple attempts were made to remove the stylette the entire ett was removed from the patient's airway.